Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. This was discovered during a standard in-office appointment. The lead exhibited high impedances and loss of capture. The patient was reported to be asymptomatic and was not pacer dependent. The patient underwent a revision procedure and this product was surgically capped and abandoned. A new competitor's lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.